Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the inform base unit has melted plastic on it and that there was possibly some smoking. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.